Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. The implantable pulse generator (ipg) exhibited no sensed markers or electrograms (egm) deflections and caused low and variable impedance measurements on the right atrial (ra) lead and the right ventricular (rv) lead. The ra lead and rv lead remain in use. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.